Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the event occurred before start of the diagnosis procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce exposure. Fse tried to restart the system but issue was not resolve. Upon functional testing fse found that the incoming power supply was fine, but ippc was not booting. Fse replaced the ippc. After replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura would not produce x-ray. The system was in clinical use at the time of the event. No patient harm has been reported. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc which returned the device to use in good working order.

Manufacturer narrative:
Additional manufacturer narrative corrected: philips has investigated this complaint. According to additional information collected, the event occurred before start of the diagnosis procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce exposure. Fse tried to restart the system, but issue was not resolve. Upon functional testing fse found that the incoming power supply was fine, but ippc was not booting and fse identified that the power supply of the ippc was defective. Fse replaced the ippc. After replacement of ippc, the system was returned to use in good working order.